Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (6.2 mg/ml at 2 mg/day) via an implantable pump for an unknown indication for use. It was reported there was residue in the pump pocket from previous refills; the hcp reported it was user error. The event date was reported to be (B)(6) 2019. Actions taken included a tissue sample, but the results were not reported. The pump and catheter were replaced on (B)(6) 2019 and discarded. Surgical intervention was reported to have occurred. The issue was resolved. There were no reported contributing factors. The patient status was alive, no injury. Further complications were not reported.